Event description:
Replacement of mitral and aortic valves were performed in 2001. Following surgery, pt developed hyperpyrexia (high body temp.) And was treated with antibiotics for 2 weeks. Pt got better, but on the following month, the bacteria culture revealed bacillus growth. Surgeon questions if there is any relation to the infection and co's valve. The valve remains implanted.